Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that cannula was bent at the infusion site, preventing delivery of insulin which laid to high blood glucose level (498 mg/dl). The patient requested bolus on the pump. The patient was hospitalized for high blood glucose level and received fluids through intravenous route and zolfran which resolved the issue. The infusion set was in use for 2 days. The patient was hospitalized for 14 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.